Event description:
Patient received an implant on (B)(6) 2012 of a 28 mm bifurcated device and an 34 mm aortic extension. During a follow up visit, the computed tomography scan revealed what appeared to be an air pocket. The patient also was reported to not have felt well and had a fever. On (B)(6) 2012, the devices were explanted due to an infection of the aorta near the proximal end of the aortic extension. The infected portion of the aorta was bypassed using bilateral axillofemoral bypass. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The explant devices were received and evaluated by a third party pathology laboratory. The results indicated that the aortic device was patent, although thick, irregular mural thrombus covered the entire intimal surface. The aortic portion of the bifurcated device was largely patent, although thick, irregular mural thrombus covered the entire intimal surface. At the bifurcation, the lumen of both legs was reduced by mural thrombus. Both the aortic extension graft and bifurcated graft were intact. The event was evaluated by (B)(6) of endologix. The report indicated that this is an extremely unusual occurrence in aortic endografting but it has been occasionally reported. About three months after successful graft implantation, the patient presented with clear evidence of an infected graft. An appropriate procedure was performed. (B)(6) infection was confirmed. Infections are a known risk of the procedure. No conclusion can be drawn.